Manufacturer narrative:
Cts requested log files for review. Cts reviewed the processing steps to the sample and batch in question and verified no errors occurred. Cts confirmed that no other discrepancies have been noted. Based on the result of the sample collected on jan 21, the customer pulled the sample from the 14th and retested on the provue. Based on retesting results, the customer concluded that the testing on jan 14 resulted in a false negative reaction. No patient sample for follow up. (B)(4)

Event description:
The customer reported the provue missed an antibody that should have been detected. If a significant antibody is not detected during antibody screening " or is not identified upon further testing " the patient may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. The likelihood of a serious injury, while not frequent, is not remote.